Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter displayed a kink. The balloon catheter was replaced. The case was completed with cryo. It was noted the balloon catheter was used past its expiration date. No patient complications have been reported as a result of this event.